Event description:
A malfunction alarm with code 12 was reported, and there was no adverse impact on the customer¿s blood glucose level, with values not exceeding 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer in doing so. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer understood.